Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Two different nano meters gave the following results within 10 minutes: 465 mg/dl and 203 mg/dl. No adverse events reported. The same vial of test strips were used with both meters. Replacing and returning meter and test strips.